Event description:
It was reported that an ivc filter was allegedly difficult to deploy. The physician noticed the difficulty as the last legs were coming out. One of the legs was stuck to the pusher wire. He tapped on the wire to cause reverberation and the filter came loose from the wire, however, it now has reverberation and the filter came loose from the wire, however, it now has about a 35-40 degree tilt. The physician decided to leave the filter in place. The patient has a history of pulmonary embolism. The physician plans to remove the filter in three months. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample has not been returned for evaluation as it remains implanted. It is unknown if patient or procedure factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current instructions for use (IFU) states: delivery of the g2 express filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at anytime during this procedure.